Event description:
The affiliate reported that the footswitch did not respond during the procedure. The surgeon switched to manual technique to complete the surgery. No pt harm was reported.

Manufacturer narrative:
No sample has been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).